Event description:
A customer reported that some minutes into the procedure an unusual noise was noted coming from the console and the laser powered down. No further information was obtained as to the patient's status and outcome of the case. Based on the service report it was determined the case would not be able to be completed due to the malfunction.

Manufacturer narrative:
The manufacturer technical support provided a summary based on the "as reported" condition and information provided on the service report from the service repair case. Review of the service report indicated the laser had insufficient deionized water in the reservoir; deionized water was added which resolved the issue. The laser system did not have enough water in the reservoir; therefore, the laser system pump ran faster trying to get the water through the system. If there is not enough water the system will seem to start as normal, a loud sound will be heard as the pump's working full speed. No errors or alerts will appear on the system and then the system shuts down. The customer would not be able to use the laser or in this case continue to use the laser as a manufacturer service trained technician would need to open the console to address the fluid issue. The recommended preventive maintenance of the laser system is every 6 months. Part of the preventive maintenance is to check the coolant reservoir and add deionized water as needed and to recycle the pump to circulate water through the system and completely fill the reservoir. The laser was installed on (B)(4) 2010. The customer has not requested a preventive maintenance service since the laser was installed. The case notes state that the laser is out of warranty.